Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction is likely a brush used in the last reprocessing that got stuck in the suction channel. The event can be prevented by following the instructions for use which state: IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: air/water cylinder has discoloration; suction cylinder has discoloration; air/water cylinder has corrosion; switch1 has a scratch; forceps channel port has corrosion; air/water cylinder has foreign objects; scope connector case unit has corrosion due to water leakage; scope connector cover unit has corrosion due to water leakage; cable unit has corrosion due to water leakage; circuit board unit in s-connector has corrosion due to water leakage; due to pinching on bending section cover or distal sheath rubber, water tightness is lost; due to a scratch on distal end cover, insulation resistance value at distal end does not meet the standard value; due to dirt on objective lens, the image has a stain; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to wear of angle wire, the play of right/left knob is out of the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, bending angle in down direction does not meet the standard value; due to wear of angle wire, bending angle in left direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; image guide protector has a scratch; image guide protector has corrosion; air/water tube has foreign objects; jet tube has foreign objects; objective lens has a crack; light guide lens has corrosion; adhesive on bending section cover or distal sheath rubber has a crack; and connecting tube has a wrinkle. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope air/water tube, air/water cylinder and jet tube had a whitish foreign material. There were no reports of patient involvement.